Event description:
The office called requesting additional screws as they keep coming out of the appliance and a couple of patients keep losing them. No additional information has been provided and the date of the event is unknown. This report is for the additional patient.

Manufacturer narrative:
CAPA 24-005. Since the device is unavailable for analysis and the device is fabricated per physician's prescription (rx) only, the root cause of the event is undeterminable. The device complaint or problem cannot be confirmed. It is unknown if any modifications were performed on the device by the provider or patient. The precautions in the instructions for use (IFU-012556_5) state "regular dental follow-ups are recommended to review any side effects, and to avoid device breakage, [?]" Additional information was requested from the reporter regarding the event, should additional information be received relevant to the complaint a supplemental report will be filed. Manufactures internal reference number: (B)(4). This event is related to 3011649314-2024-00504/ (B)(4).

Manufacturer narrative:
The manufacturer previously reported incorrect information. The following correction has been updated in this report. Corrected information g3(date received by manufacturer) that was not captured in the pervious report was corrected in this report manufacturer reference: (B)(4).